Manufacturer narrative:
Investigation summary: a 2000e china product was not available for investigation; however the customer confirmed that the complaint sample was from lot 21055012. The customer indicates that the female luer adaptor of the smartsite separated during connection; however no further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21055012 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 2000e china product in the past 12 months.

Event description:
It was reported when using the bd alaris¿ smartsite¿ needle-free valve there was IV set loose connection, separated. The following information was provided by the initial reporter. The customer stated: "when the vein indwelling needle was connected to the needle-free closed joint, the white joint fell off."